Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl; cause was unknown, however, customer indicated they did not take their normal sleeping medicine. Customer required assistance from emergency medical technicians to treat bg level via consumption of glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.